Event description:
After three months of implantation, the subject lead was replaced, due to oversensing leading to inappropriate shock.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that manufactured and used outside the united states. Analysis is pending.